Event description:
Pt underwent the essure procedure in (B)(6) 2007. Novasure endometrial ablation was performed immediately prior to placement of essure. Pt reported experiencing pain following novasure and devices were placed before pain resolved. Immediately following the procedure, pt reported pain, which persisted through removal. Pt was treated for endometritis. Pt decided to seek care and second opinion by another physician, who was reporter of this event. Pt had not undergone hsg. Second physician performed a hysterectomy on the pt. One micro-insert was removed from the uterus/fallopian tube; the other was removed from the omentum. Pt did well after the surgery. There were no complications with the surgery and no injury to any other organs or bowel. Physician stated that he was unable to determine if pain was related to essure micro-inserts or novasure procedure.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.